Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) exactamix 2000 ml eva tpn bags were leaking from the middle port. This was observed before use when the bag was held upright. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Nine (9) actual devices were received for evaluation. Visual inspection revealed some residue at the base of the spike ports. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing of all the samples. The reported condition was verified. The cause of the condition was determined to be inadequate solvent application during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.